Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented in cath lab for lead manipulation. Fluctuating impedances and increase in capture thresholds were noted. Physician noted externalized conductors between the svc and rv shock coils. After further review of diagnostic imaging, no externalized conductors were seen. The lead was replaced. There were no adverse consequences to patient.